Manufacturer narrative:
Pc-000169288 date sent to the FDA: 07/13/2018 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). An opened box with unopened samples were received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. Samples were opened and the swage and attachment area was noted to be as expected and no needle breakages were observed. Sutures were dispensed without problems and examined along of the strand and no defects or suture breakage were noted. A functional test was performed and the pull force and tensile force, were above the minimum requirements. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent how many devices were used? Did the needle pull off, suture break and needle break on 1 device? What tissue is the needle located? Was the patient x-rayed to find needle? What attempts were made to retrieve the needle? Does the surgeon have any plans to remove the needle from the patient? Update to patient current condition. Patient demographics: initials/ID; age or date of birth; bmi. Patient pre-existing medical conditions. Lot number. Will representative samples be returned for analysis?

Event description:
It was reported that the patient underwent prenatal spina bifida surgery on (B)(6) 2018 and suture was used. During the procedure the needle pulled off, suture broke into several pieces and the needle also broke. The surgery continued with the same product. It was opined that the suture seemed to be more fragile than usual. The needle fell into the patient and could not be retrieved. So far, there are no consequences and it is hoped that the needle can be retrieved later. Additional information has been requested.